Event description:
It was reported by service report that the power cord had a tear on the outer sheathing. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: power cord had a tear on the outer sheathing.